Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had not connected or engaged and flickered then runs off. The event occurred during a colonoscopy procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.